Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unknown breast augmentation with unknown silicone breast implants which bilaterally ruptured after implantation. As a result patient underwent bilateral removal and replacement as follow: right replaced with catalog number 3503754bc, serial number (B)(4), and left replaced with 3503754bc, serial number (B)(4) on (B)(6) 2018.this report is for the right side.